Manufacturer narrative:
The reported field events of lead noise and insulation abrasion were not confirmed in the laboratory. Electrical testing did not find any indication of fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of damage consistent with those incurred during the explant procedure.

Event description:
High ventricular rate episodes and noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced. During the replacement procedure, insulation damage was observed near the connector. The patient was stable.